Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The cause of peritonitis was unknown. It was not reported whether the patient was hospitalized for the event. On an unreported date, the patient was treated for the peritonitis with unspecified antibiotics (dose, frequency and route not reported). On an unreported date, due to the peritonitis, the patient was temporarily transferred from apd to continuous ambulatory peritoneal dialysis for the antibiotic treatment. At the time of this report, the peritonitis was resolving, the patient was recovering from the event, and dianeal/extraneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4): this report was received from a consumer via baxter patient support program (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.